Event description:
I'm a diabetic with hypo-hyperglycemia, and on oral medications for hyperglycemia. I am also disabled and on ssdi with part d. My glucometer, a bayer breeze ii fell and broke. My diabetic clinician loaned me a glucometer called a precision xtra, which worked well. I was warned that this meter had a tendency to read 13% lower than the normal ada standards. I found this to be true. I was given the phone number to my doctor's diabetic supplier. I called and ordered a new bayer breeze ii meter. After numerous tests, I found that this product read in excess of 70% to 80% higher than the pre-set ada standards, and caused me numerous incidents of hypoglycemia in comparison to the precision xtra meter. I was instructed to call the bayer corporation and report these discrepancies. I did as instructed, and was repeatedly issued up to three individual glucometers from bayer, and over 700 test strips, all with identical test discrepancies. When I asked to speak to a supervisor, I was referred to someone who was both rude and indecisive. This person - a male, - stated that the FDA regulations allowed bayer's meter to read 20% above or below the ada standard. I requested a refund from bayer corporation, and ordered the one touch ultra glucometer which I have used without incident or lack of accuracy. I used the bayer, breeze ii glucometer for approximately five weeks without a consistency of readings. Bayer corporation was reluctant to refund until I became insistent that I no longer wished to further use their products.